Manufacturer narrative:
Due to character limitation in e1, event site telephone number is (B)(6). A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because after unplugging the power cord, the instrument suddenly stopped working. Inspection revealed that it was because the battery was dead. After communicating with the hospital, it was found that the shutdown was caused by the battery being dead. After arriving at the department, the power cord was plugged in time and the instrument was used normally, with no obvious impact on the patient. No need to go to the site, no service report.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had an unexpected shutdown during patient transfer from catheterization room. Drugs were used to control blood pressure. After arriving at the eicu, the power cord was immediately plugged in and the instrument started normally. No patient harm or injury reported.

Manufacturer narrative:
Due to character restriction in e1 full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.